Event description:
User facility medwatch states: "patient underwent revision of failed right high tibial osteotomy with fracture of internal fixation. The plate was fractures of the distal screws applied to the plate." Follow up with hospital indicates the indicates the inital surgery took place a different medical facility. Contact at hospital will advice device(s) explained will become available for evaluation. This device is used treatment.

Event description:
"Pt underwent revision of failed right thigh tibial osteotomy with fracture of internal fixation. The plate was fractured along the anterior superior surface. In addition, there were fractures of the distal screws applied to the plate." Follow up with hosp indicates the initial surgery took place at a different medical facility. Contact at hosp will advise if device(s) explanted will become available for eval. This device is used for treament.